Event description:
Customer reported fuzzy images and an overload fault was displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank and snubbers. System operates as intended. (B) (4)